Event description:
Customer reported that pump screen was damaged with a dent and chip. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event as the customer declined a follow-up, and the issue was documented for provincial coverage purposes.